Manufacturer narrative:
Submit date: 06/27/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit did not alarm for an occlusion. The unit was set to deliver 19cc/hr; feeding started at 0100. At 0400, it was noted that the feeding bag did not appear to be emptying. The line between the unit and patient was occluded in the nicu for approximately 3 hours, but the unit did not alarm. No patient harm.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the failing to alarm for occlusion. The unit was triaged and the reported issue could not be confirmed. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications.